Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and an issue installing the emergency backup battery (ebb) was confirmed via log file analysis and evaluation, respectively. Log files were downloaded for review. On (B)(6) 2023 from 13:16:17 ¿ 13:16:34 and 13:20:20 ¿ 13:20:32, backup battery fault alarms were active due to backup battery circuit faults and while only the white power cable was connected to power. The controller was shutdown each time, resolving the alarms. No other notable alarms were active in the log files. The heartmate 3 system controller (s/n: (B)(6)) and heartmate 11 volt li-ion backup battery (s/n: (B)(6)) were returned for analysis. Visual inspection of the ebb revealed a bent pin 11 (lcs_wht). An attempt was made to connect the backup battery to the returned associated controller; however, the connection could not be successfully made. In order to complete testing, the pin was bent back to the original position. Of note, pin 11 is responsible for detecting the white power cable. A bent pin 11 results in backup battery faults during power source changes on the black power cable while the white power cable is connected to external power, consistent with the log file. The system controller and backup battery underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for extended operation. Backup battery fault alarms were not reproduced. The root cause for the reported events was determined to be the bent pin on the backup battery; however, the cause of how the pin was bent was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the abbott representative was unable to insert the emergency backup battery (ebb) into the ribbon cable in the heartmate 3 system controller as they normally would during an implantation procedure. The representative attached the controller to the system monitor. The system monitor indicated that the ebb needed to be replaced. The controller was exchanged.